Event description:
Boston scientific received information that the patient implanted with this product exhibited an infection. Additional information received indicating that the patient had a fever. The device tachycardia therapy was turned off as the patient was in hospice care. There were no additional adverse effects reported. This product remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.